Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and analysis is pending. Concomitant products: t510c29 tissue valve, (B)(6) 2008; 6935 implantable tachy lead, (B)(6) 2009; 4196 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was at elective replacement indicator (eri). During the replacement procedure, the physician could not easily remove the superior vena cava (svc) coil connector or the left ventricular (lv) lead connector. The physician used a bone saw to cut away the header. The physician was able to get the leads completely out. They were hooked up to the new device and tested within normal limits. The device was explanted and replaced. No patient complications have been reported as a result of this event.